Manufacturer narrative:
Device received with a missing segments or partial display due to cracked glass. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a missing segment display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had cosmetic damage and a partial display. The customer reported the pump was dropped and half of the screen was showing data and the other part did not display. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump is expected to be returned for analysis.